Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the investigation, no moisture was found. The outer tube had minor scratches and without the inner tube, outer adapters and without protector tube. The optical fiber was slightly dark on side and the e/p funnel was found broken. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had the eyepiece broken off. The reported issue was found during preparation for use. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the cause for the event "eyepiece broken off" was improper handling in combination with excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was therapeutic.